Manufacturer narrative:
H10: in a good faith effort (gfe) response from the authorized service provider (asp) received; they contacted the customer and confirmed the device was still not working and still not in service. Further troubleshooting and resolution is pending onsite service. The investigation remains ongoing.

Manufacturer narrative:
Additional information received from philips fse advising the ventilator was worked on by a 3rd party company. It was reported that the 3rd party authorized service provider (asp) technician ordered parts to resolve the issue. The philips fse tested the device following the 3rd party repair and confirmed that the device passed all testing and verification. The device was ready to return to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the field service engineer (fse) stated on 28jul2023 that after several parts were previously replaced, the device was still malfunctioning. There was no further mention of the 1127 error code found after the previous parts replacement. The battery was then replaced on 28jul2023, but the codes were still there. The resolution to the error codes was not provided or confirmed. The investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator indicating that during servicing of the device it had an error code; 1127 (check vent: ovp circuit failed). Not in clinical use at time of discovery. No reports of harm. This investigation is ongoing.